Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was in the 70's (mg/dl). Reportedly, the customer had an alternate pump for insulin therapy available.